Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have no audio being emitted from the device. The system board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
It was reported that the speaker and the device menu are not working. There were no consequences or impact to patient.